Event description:
The pt was bilaterally implanted with a saline prostheses on 8/7/96. Subsequently the physician noted that the left prosthesis had deflated and the pain and capsular contracture in the right breast. No add'l info regarding this occurrence the physician noted is available at this time. This report was submitted to the FDA pursuant to new "MDR reporting guidance for breast implants" (co effective date, 2/10/92). Any perceived increase in frequency of events is related to the filing of reports for events, which were previously not MDR reportable events per 21cfr803.